Event description:
Customer reported experiencing low run times where 2 batteries only lasted about 5-10 minutes. No adverse event reported. Batteries discussed in this report were returned with an autopulse resuscitation system, for which report #3003793491-2012-00198 was prepared.

Manufacturer narrative:
The reported complaint of "low run times where 2 batteries only lasted about 5-10 minutes" could not be confirmed because the batteries were not returned for evaluation. A supplemental report will be filed if the batteries are returned. No adverse event reported.